Event description:
It was further reported that the programmer was returned for evaluation.

Manufacturer narrative:
Product analysis: analysis could not confirm the customer comment of when using finger touch input on the programmer touchscreen, the cursor appeared and moved in a different area or did not move at all. The cursor also inadvertently clicked on two buttons on the user interface. Following several startup tests, it was found that no autonomous activation of the onscreen features were observed. The finger touch was working correctly, no unexpected poor response to finger touch was observed. An electromagnetic interference repair was performed as a preventative measure. It was determined at analysis that the cooling fan was noisy, and the electrocardiogram (ECG) connector terminal was loose on the link electronic module (lem) board. Errors were found in the software history, the software was reinstalled and updated to the newest version. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that there was a malfunction of the programmer touchscreen during a procedure when using finger touch input on any part of the programmer touchscreen. The cursor appeared and moved in a different area or did not move at all. The cursor also inadvertently clicked on two buttons on the user interface. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.